Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a bhr resurfacing construct had been implanted on the patient¿s right hip, the patient developed metallosis and inflammatory conditions. A revision surgery was conducted on (B)(6) 2018 to treat this adverse event. During this procedure, the bhr resurfacing head was explanted and replaced with a competitors thr system. Intraoperatively, some metallosis debris was debrided. The patient was transferred to the pacu unit in stable condition. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient was revised due to symptomatic metallosis and inflammatory conditions. The devices, used in treatment, were not returned for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the devices involved. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The reported pain may be consistent with the intraoperative findings of ¿metallosis debris.¿ however, with the information provided, there were no clinical factors found which would have contributed to the ¿metallosis debris.¿ it cannot be concluded the reported events were associated with a mal performance of the implant. The patient impact beyond the revision and expected convalescence period cannot be determined with the information provided. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.